Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after putting battery cap back on. The customer¿s blood glucose level was 186 mg/dl and 210-250 mg/dl and customer treated high blood glucose with manual injection and bolus. The customer also reported that the insulin pump was not damaged after fall and insulin pump rattled when they shake it. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. The power management graph and the power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery or battery failed alarms or replace battery or change battery alarms were noted during testing or found in the formatted history, and long trace files. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.